Manufacturer narrative:
Product analysis: part # 8110540, lot #: id10h005 visual and optical inspection revealed the tip of the countertorque has been damaged. The edges have been worn down and deformed this type of damage is consistent with repeated use overtime. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via manufacturer representative regarding a patient with lumbar fixation and fusion due to lumbar degeneration. It was reported that the crosslink screw cap was found broken during x-ray before the patient was discharged from the hospital, and a part of the screw cap fell on the epidural of the lumbar spine. The nut of the x10 crosslink was abnormally broken and broke in the patient's body after the surgery. Crosslink remains implanted. There were no patient symptoms reported. No further complications were reported.